Manufacturer narrative:
Sample material from the patient was tested for investigation using a cobas e801 analyzer, lc-ms technology, and a siemens centaur analyzer. The customer's elecsys testosterone ii assay results were confirmed. No known interfering factor was found. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Sample material was requested for investigation.

Event description:
The initial reporter complained of high results for 1 patient tested for elecsys testosterone ii assay (testosterone ii) on a cobas e 801 analytical unit. The customer has been monitoring the patient¿s testosterone ii results for 1 month. The patient had been taking rectal cannabigerol (cbg) during this 1 month period; the last dose was on (B)(6) 2024. On (B)(6) 2024 the result was 30.7 nmol/l. On (B)(6) 2024 the result was 19.4 nmol/l. On (B)(6) 2024 the result was 30.6 nmol/l. On (B)(6) 2024 the result was 16.3 nmol/l. The customer suspects an interference with the cbg therapy.